Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered several rounds of inappropriate anti-tachycardia pacing (atp) and 6 inappropriate shocks due to an episode of atrial arrhythmia. Troubleshooting options were discussed. Therapy was exhausted. The device remains in service. No adverse patient effects were reported.